Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
The customer reported that the ventilator turned itself on with no alarm. The customer contacted product support and requested service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 20apr2020 b4: (B)(6)2020. The biomedical engineer replaced the user interface assembly and updated the software to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.